Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left common iliac artery. After a 035 non-bsc guide wire crossed the lesion, pre-dilatation was performed with a 4mm x 40mm x 40cm mustang balloon catheter at nominal pressure. A 7.0mm x 40mm, 40cm mustang balloon catheter was advanced to treat the target lesion. However, on the first inflation at 14 atmospheres balloon ruptured. The physician removed the device intact and the procedure was completed with a 7mm x 40mm x 75cm mustang balloon catheter. No patient complications were reported. Patient¿s status was good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the balloon material identified a longitudinal tear. The tear extended from 1mm proximal to the proximal markerband to 1mm distal to the distal edge of the distal markerband. The total length of the tear measured approximately 4.2cm. A microscopic examination of the balloon material and markerbands could not identify any issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left common iliac artery. After a 035 non-bsc guide wire crossed the lesion, pre-dilatation was performed with a 4mm x 40mm x 40cm mustang balloon catheter at nominal pressure. A 7.0mm x 40mm, 40cm mustang balloon catheter was advanced to treat the target lesion. However, on the first inflation at 14 atmospheres balloon ruptured. The physician removed the device intact and the procedure was completed with a 7mm x 40mm x 75cm mustang balloon catheter. No patient complications were reported. Patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).